Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and advised the customer on using an mdi as a backup therapy. The customer was instructed on handling the pump and returning it with a pre-paid label, with an understanding to wait for a session to end before inserting a new sensor if using a g7 sensor.